Event description:
While nurse was irrigating left ear, the tip of the ear irrigating syringe came off, entering the ear with force, and puncturing pt's eardrum. Required patch to left eardrum placed by ent. Unfortunately, this syringe does not have an imprint of the co who mfg it.